Manufacturer narrative:
Corrected data: on the initial report health professional? Was checked no for health professional. This was an error the correct indication should have been yes as the initial reporter is a physician. It has been corrected in this submission. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
To date there is no indication the device has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that after implantation of a model zxr00 symfony intraocular lens in female patient¿s left eye she experienced severe lights in her periphery and waxy/blurry vision. The lens was implanted on (B)(6) 2016. She had a zma00 multifocal lens implanted in her right eye on (B)(6) 2014. No additional information has been provided to date.